Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 535 mg/dl. Cause of bg level was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer administered a bolus via the pump to address the issue and went to the emergency room with moderate ketones. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.